Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for hyperglycemia and mild diabetic ketoacidosis with a blood glucose level of 541mg/dl. The customer did not provide the time or date of the hospitalization. The customer was treated for their blood glucose with their insulin pump. The customer did not troubleshoot and did not send the product back for analysis.